Manufacturer narrative:
Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Examination and testing of the returned components revealed five sites of leakage. Two of these sites, one on either side of the connector attached to cylinder #2's exiting tubing, are observed. Examination of the sites revealed several small separations in a linear pattern. The surfaces of these separation display markings indicating contact with sharp or unshod instrumentation, i.e. Hemostat. Because these components were released according to manufacturing and quality control procdures, qa concluded that the observed damage would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred at or subsequenst to explant. The third site of leakage is also observed in cylinder #2's exiting tubing. This site is located in the tubing at the distal connection site. The plastic sheath has fallen off but the tubing is still in place over the metal portion of the connector. In addition impression markings indicate that the sheath was once in place at this site. Examination of the site revealed several small separations around which the tubing had a worn appearance. The fourth site of leakage is observed at the distal connector attached to the reservoir's inlet tubing. The leakage is emanating from beneath the connector. The fifth leakage site is a separation in outlet #2's exiting tubing at the strain relief/tube junction. Examination of the separation revealed markings characteristic of stress(s) induced rending. Further examination revealed an area of abrasion surrounding and penetrating the separation. In addition, adjacent to the area of abrasion, a crease mark is noted. Based on qa's observations, qa concluded that while in-vivo the distal connectors on cylinder #2's exiting tubing and the reservoir's inlet tubing, abraded and fatigued the underlying tubing and that this, combined with device usage over time, contributed to sufficient stress(s) to rend the tubing at these sites. Qa further concluded that while invivo outlet #2's exiting tube was partially kinked and abrading against itself, and that this in combination with device usage over time contributed to sufficient stress(s) to rend the tubing at this site. Each of these sites cwould allow the loss of fluid, however, because the provided info did not indicate a specific leakage site, qa is precluded from determining if one or all of these sites contributed to the reported "fluid loss."s

Event description:
The device was removed due to a "fluid loss". "No observable failure point." As reported to co, the entire device was removed and replaced with another co's 2-piece inflatable penile prosthesis. Add'l serial#: 012237. Add'l lot #: 012246